Event description:
Customer obtained results of 586mg/dl and 130mg/dl within 10 minutes on the accu-chek advantage system. No action was taken based on the device results. No adverse event reported. New system sent to customer and return requested.